Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15806. Related manufacturer's reference number: 2017865-2021-15807 . It was reported the patient presented in the clinic. It was observed the patient's implantable cardioverter defibrillator (ICD) was sticking out of their chest. The patient's device pocket did not heal, and there was an infection growing on the incision site. The patient's ICD, right atrial and right ventricular leads were explanted. The patient was in stable condition.